Event description:
The lay user/patient contacted lifescan alleging that her onetouch ultralink meter was not powering on. At the time of the call, the alleged issue was resolved after the subject meter's battery was reseated. There were no allegations of harm or injury. Although the issue was resolved with troubleshooting, there is insufficient information to rule out a malfunction.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.